Event description:
A male pt underwent evar on (B)(6) 2012. The pt was readmitted on (B)(6) 2012, for re-intervention for a kinked spiral limb. The physician was required to implant a bare stent at the point where the limb had kinked. Apart from the successfully deployed graft, no part of the device remained inside the pt. The pt had to be readmitted for reintervention due to the limb occlusion/kinking which resulted in decreased blood flow to the right leg.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.